Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, high ventricular rate (hvr) episodes were noted. Upon review, it was noted that there were multiple episodes which indicated right ventricular lead noise on the right ventricular unipolar tip. No other anomalies were reported. Further in clinic testing and performing lead revision was suggested. No patient symptoms were reported.